Event description:
It was reported that during an elc procedure, the device would not open. It is unknown how the procedure was completed. No patient impact was reported. No other details of the event are known.

Manufacturer narrative:
(B)(4). Lock out. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.